Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf), the venous catheter electrode allegedly failed to cut the tissue although it was properly align with the arterial catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history review was performed with the reported lot number. This lot meets all release criteria. A manufacturing records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation was performed and catheters attract to each other and were coapted. Tissue cutting test was performed with porcine carotid artery; device was able to cut tissue. Tissue cut was measured and found to be approximately 0.4cm in length. The investigation results are unconfirmed as the device performed as expected under functional testing. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4, d4 (expiry date: 11/2019).

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf), the venous catheter electrode allegedly failed to cut the tissue although it was properly align with the arterial catheter. There was no reported patient injury.